Event description:
Attorney alleges plaintiff had a rupture and has developed multiple physical symptoms including breast pain, hardness, raynaud's disease, siliconomas, scleroderma, anxiety, stress, pain and suffering.